Event description:
On (B)(6) 2010, a customer complaint investigation confirmed an abbott architect tacrolimus reagent product deficiency for barcode read errors on the reagent microparticle bottle for lot 86599m500. The inability of the architect analyzer to read the reagent barcode label does not result in a shift in patient results, and there is no change to bias or precision or impact to sample identification. If the barcode is unreadable by the analyzer, patient sample testing cannot occur and the reagent pack is unusable, however, reagent barcode read errors on the analyzer has the potential to delay in results generation in the customer's laboratory. In the event the reagent replacement is required, patient results may be delayed up to 24 hours. There is no impact to user safety as no labeling or materials have changed. A product recall was issued and reported under 21cfr806 for the architect tacrolimus reagent lot 86599m500 to the (B)(4) on (B)(4) 2010. Abbott has not received any reports of adverse events related to this issue.

Manufacturer narrative:
(B)(4). Concomitant medical device: architect i1000sr analyzer, list # 1l86, architect i2000 analyzer, list # 8c89, architect i2000sr analyzer, list # 3m74. The cause of the architect tacrolimus barcode read error was due to poor print quality of the barcode from burnt elements on the barcode printer head on the tacrolimus microparticle reagent bottle . A product recall was issued on (B)(6) 2010 informing abbott customers of this issue with instructions to discontinue and/or destroy any remaining inventory of architect tacrolimus reagent lot 86599m500 and request a replacement tacrolimus reagent.